Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in the needle failing to retract. Although no problem was found with the device, we cannot determine when the needle retracted, and the reported event could not be determined. No damages or defects were noted to the formed needle or soft cannula that may cause pain. The exact cause of the reported event could not be determined.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Changing your pod 3 / page 32-33: following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged.

Event description:
The patient reported pain at the insertion site and that the needle did not retract. She had blood glucose at 80 mg/dl and in the morning she had 170 mg/dl. The pod was worn between 4 and 24 hours.